Event description:
It was reported by the clinician that the atrial lead had an apparent fracture. The atrial lead impedance reading was greater than eighteen thousand ohms and there were "[s]everal short atrial high rate episodes." The clinician indicated that the patient will likely have a chest x-ray and a lead replacement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.